Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on an unknown date. An interrogation revealed the patient's pacemaker was displaying possible early battery depletion. The device was explanted and replaced on (B)(6) 2022. Patient was stable after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Interrogation of the device revealed the device operated at high pacing output settings and autocapture and rate response feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate response feature, the device adjusts itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further electrical, mechanical, and longevity analyses weres normal with no anomalies found. Based on this information, there was no evidence of premature depletion.